Event description:
It was reported that the customer had a few high blood glucose readings, including one in the 400 mg/dl range. Customer declined being transferred to the helpline and mentioned that he was not sure why they were occurring. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.